Event description:
The device was returned for a valve 4 failure. During device self check procedure the pump could be heard attempting a valve cleanout before alarming. The pump was reverted to manufacturing mode and underwent pneumatic hardware testing. It was found the air compressor has a pinched wire but the air compressor passed compressor specific testing. The pump failed hardware testing consistent with a valve 4 failure. No other damage was identified.

Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: "service needed alert on pump". Patient harm/injury: no. Infusion stoppage: no. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 4). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.